Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that the pt was in the hosp from his initial implant (B)(6) 2012. The pt was experiencing progressive increases in lactate dehydrogenase (ldh) up to 2400 with a decline in pump support. The pump stopped abruptly on (B)(6) 2012 and a decision was made to exchange the lvad with another lvad on (B)(6) 2012.